Manufacturer narrative:
.

Event description:
It was reported that the handheld device would freeze after performing interrogations. It was noted that the connection between the handheld device and serial cable was loose and that the battery cover for the programming wand was broken. The handheld device, software flashcard, and programming wand have been returned to the manufacturer where analysis is currently underway. Analysis of the software flashcard and programming wand will be reported in this manufacturer report. Analysis of the handheld device will be reported in manufacturer report # 1644487-2015-04729.

Event description:
Product analysis was completed for the programming wand on 05/19/2015. No visual or mechanical anomaly was identified with the programming wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Product analysis was completed for the software flashcard on 05/27/2015. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.